Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was beginning. A bsc device was not opened yet. When the physician attempted to cross the atrial septum, a perforation of the right ventricle occurred which caused a pericardial effusion with tamponade. Surgical intervention was performed as they opened the patient's sternum. During the surgery, the patient died. Additional information was attempted to be obtained, however, the details of the death are unknown.